Event description:
A consumer called into customer care to report "an incident that occurred approximately six (6) months ago." On 05/14/2015 the consumer reported that approximately six (6) months ago she experienced a hypoglycemic event which did not require medical intervention. The consumer reported that she the next day at 3:00 pm her husband brought her to the emergency room because she was unable to control her blood glucose levels. According to the consumer the emergency room performed a blood glucose test using their unk brand of meter getting a result of 40 mg/dl and was treated with emergent food intervention, juice, crackers and candy to help raise her blood glucose levels. The consumer was not able to provide any further info regarding the serial number and the test strip lot number involved in the reported event.

Manufacturer narrative:
Related medwatch report: # 3004193489-2015-00066. Test strip lot unk. Control solution lot none. The consumer was not able to provide any further info regarding the serial number and the test strip lot number involved in the reported event. Per label copy/ package insert. Unexpected results. High or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be -nova max test strip insert- quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Manufacturer narrative:
The customer's complaint is confirmed. Failure analysis of the returned device revealed that the nova max plus glucose monitoring device performed within spec. Visual as well as chemical evaluation (by testing with control solution) of the returned glucose test strips revealed one of the strips to be compromised. The root cause could not be conclusively identified. A potential contributory root cause may be related to exposure of the test strips to extremes in temperature contrary to the storage and handling as indicated in label copy (IFU/package insert). This is further supported by the results of the retain strip testing which indicates the performance of the retain strips are within product spec.